Manufacturer narrative:
Patient information was refused by the site from (B)(6) (charge nurse). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case the surgeon was having difficulty registering the patient. At the beginning of the case, the non-invasive patient tracker (nipt) had a metal interference value of 1.19. While tracing, the surgeon was unable to complete initialization and the registration probe was not being consistently tracked. It was noted that the site was using the flat panel emitter with a donut pillow for the patient¿s head. When the site uses a different bed style, they are able to get the nipt metal interference value down to 0.3. The surgeon chose to abort navigation and did not want to add additional padding between the bed and the bottom of the emitter. The procedure was completed without the use of navigation. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: patient information was unavailable from the site. Information was refused by the nurse manager (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted through further troubleshooting that the site experienced this issue only on the skytron elite 3500 or bed. The site now uses a different bed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. The behavior described is intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.